Manufacturer narrative:
The reported event of reset was confirmed. The device performed numerous high voltage charges within a short period of time due to vt storm, which resulted in resets from the high voltage controller integrated circuit and caused the device to enter into backup mode. The device was tested on the bench and no anomalies were found. The reported event of premature battery depletion was not confirmed. A longevity calculation was performed using fuel gauge trending data and hv charging history, and the battery depletion was normal based on device usage.

Event description:
It was reported that the patient presented in the intensive care unit after experiencing a ventricular tachycardia storm and receiving approximately 100 high voltage shocks. The physician believed the frequent vt caused frequent discharge. The patient's implantable cardioverter defibrillator went into backup vvi mode after experiencing a timeout due to the extensive shocks. The device also exhibited premature battery depletion. A device download was performed successfully. The device was explanted and replaced on (B)(6) 2018. Patient was stable.